Event description:
A peritoneal dialysis (pd) patient contact contacted (B)(6) customer service to report the micropore-paper tape 1x10yds gave the patient a rash. No further information was provided. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).